Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of lvad faults; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that during a follow-up, the surgeon saw a yellow alarm on the vsm monitor showing an ¿lvad fault.¿ the alarm was visible on the vsm, but was not on the system controller. The account communicated that the patient was doing well with no complaints or other alarms. The submitted controller event log file ranged from (B)(6) 2020 through (B)(6) 2020 and the submitted controller periodic log file ranged from (B)(6) 2020 through (B)(6) 2020. Evaluation of both the controller event and periodic logs captured a persistent lvad internal fault advisory throughout the duration of the files. The lvad fault was associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. Per r&d engineering, the lvad fault caused the pump speed to be defaulted at 5000 rpm. The pump functioned as intended throughout the duration of the log file. It was recommended to perform a power cycle by disconnecting and reconnecting the driveline. Per r&d engineering, a power cycle should resolve the alarm. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported. The heartmate 3 lvas IFU and patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00941. It was reported that the patient had lvad fault alarms in the system monitor. The system monitor was restarted and then changed to a second system monitor. A power module was available at the hospital but this alarm was always present. The message was not showed in the system controller and the patient had no previous alarms or had any other symptoms suggesting any pump issue. There were no adverse patient events. Additional information received revealed that the lvad faults were being caused by the lvad and not the system monitor.